Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 (mg/dl). Customer stated the low bg might have been from bolusing too much before a meal but was not sure. Glucose tabs were consumed to address low bg. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.